Event description:
A malfunction was reported on the pump, identified by malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if any issues reappear.